Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unable to verify pump error 37 or sensor anomaly due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded battery tube and corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the customer received with an insulin pump error. The customer was able to clear the alarm. Did self and displacement test and were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.